Event description:
It was reported that a smiths medical pump alarmed "no disposable -clamp tubing. Pump settings: rate: 4.5, res vol: 13.4 ml, given 85.1 ml. Air in tubing was noted. No injury to patient. No further information available.